Event description:
The customer reported that during procedure the catheter split while injecting at 900 psi, 25mls at 12mls. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one suspect device has been returned for evaluation. The user did not indicate if this was initial use of the device. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.